Event description:
It was reported that during a supply change the user received an ¿unable to proceed¿ message due to an occlusion, after which the agent instructed the user to restart the pump, perform a dry run, and replace the infusion set with a new inset, resulting in successful insulin delivery. Symptoms included interruption of insulin delivery without reported adverse clinical effects. Outcomes included restoration of therapy following troubleshooting and education. Investigation included remote troubleshooting and user guidance to restart, dry run, and change infusion set. Investigation of this case revealed that the occlusion resolved with replacement of the infusion set and system restart, consistent with an infusion set or line obstruction rather than a pump malfunction. It was concluded, based on established findings for similar reports, that the cause was an infusion pathway occlusion addressed through standard troubleshooting and supply replacement.